Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of ancef via an unspecified pump. After connecting the secondary tubing set to the primary tubing set, the secondary tubing set "would not back prime". The secondary tubing set was then disconnected and primed manually. After reconnecting the secondary tubing set to the primary tubing set, the ancef would not flow. The tubing sets were replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.